Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified number of units of insulin during the load sequence. The customer's blood glucose level was 150 mg/dl. Customer reloaded the cartridge to resolve the issues. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.